Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's ((B)(6)) sc system included a percutaneous lead implanted on (B)(6) 2011. It was reported the pt had a lump on the spine above the lead incision site. No redness, pain or fever is present. The cause of the lump is unk. No cultures have been taken to date. The issue appears to be improving as the lump is reportedly decreasing in size.